Event description:
Movable core guidewire (ref number- (B)(4)) broke while inside patient. Center portion of wire came detached from outer "sleeve" portion. Both parts were successfully removed from patient but md performing cath stated that it would have been possible for the inner core to have been left inside the patient. A staff member in the room states that she has seen this on one other occasion but it was not reported.

Event description:
Movable core guidewire (ref number- g01730) broke while inside patient. Center portion of wire came detached from outer "sleeve" portion. Both parts were successfully removed from patient but md performing cath stated that it would have been possible for the inner core to have been left inside the patient. A staff member in the room states that she has seen this on one other occasion but it was not reported.